Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the patient expired due to severe rv failure secondary to persistent vt. No further information was provided.

Event description:
It was reported that the death was not related to the device since the patient had a history of ventricular tachycardia and was in a ventricular tachycardia storm for long periods of time before their right ventricle failed. The patient received a pro-tek dup rvad for a few days before family requested to stop heroics.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the reported events (ventricular tachycardia and severe right ventricular failure) and heartmate 3 lvas could not be conclusively established through this evaluation. The account communicated that the patient had a history of ventricular tachycardia and was in a vt storm for long periods of time and the right ventricle failed. The patient received another manufacturer¿s rvad for a few days before the family requested to stop. The device reportedly operated as expected. The patient subsequently expired on 27aug2019 and the expiration was not considered to be device-related. To date, heartmate 3 lvas has not been returned for evaluation. The hm3 lvas IFU lists cardiac arrhythmia and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists cardiac arrhythmia, right heart failure, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.